Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # u9318e. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument had a crack.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023 investigation summary: per handpiece screening procedure, the handpiece was evaluated and it was determined the handpiece was defective and is not repairable. Ethicon endo-surgery independencia is the only authorized site to perform analysis on handpieces.   Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.